Event description:
Information received from the field notes that the patient presented to the clinic for a routine follow-up. An atrial egm showed oversensing of noise. The device was pacing asynchronously in noise reversion at the base rate of 60 ppm. A surface ECG showed that the patient was in sinus rhythm with complete heart block. The minute ventilation sensor was suspended but noise and oversensing were still present. The patient was not symptomatic.